Manufacturer narrative:
The device was not returned for investigation. No return product evaluation could be completed. The device lot number was not reported for this investigation. Based on the information submitted, following a tavr, a competitive closure failed to obtain hemostasis. An 18f manta was not planned for closure, however, was deployed. The IFU warns not to use manta if there has been a femoral artery puncture in same vessel within the prior 30 days, recent femoral artery puncture in same groin that has not healed appropriately, and/or recent (<30 days) vascular closure device placement in same femoral artery. The patient was noted as being "huge"; and the IFU warns not to use manta in patients having marked obesity with a bmi greater than 40. The manta did not take; however, it is not known if manta had pulled through. The physician chose to insert a stent and hemostasis was achieved. Due to no information available regarding the initial, post procedures prior to manta deployment, manta deployment procedures, no information regarding the manta depth deployment measurement, patient background and conditions, no images or device return submitted for investigative purposes, a root cause cannot be determined.

Manufacturer narrative:
Device will not returned. An investigation has been opened to review device history record and risk documentation. A follow-up report will be submitted upon completion of the investigation.

Event description:
As reported: physician attempted to use manta to bailout a competitor device failure. When the manta was unsuccessful a covered stent was used. Patient is reported as doing ok.